Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury (elevated sic, hrns) is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2017-10-08. Information was subsequently received on 2017-08-29 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and high-rate non-sustained episodes. Follow-up with the patient's clinic stated that the patient had not been seen and they had not record of a device issue. Four weeks later the patient expired and the manufacturer found out through their database of the patient's death. No information could be obtained surrounding the patient's death.